Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of the download in clinic, oversensing on the right ventricular lead resulting in non-sustained ventricular oversensing episodes was noted on the patient's implantable cardioverter defibrillator. The cause was suspected to be either myopotential oversensing or far-field p-wave oversensing. Programming changes were made. Another remote transmission was received on may 10, 2019. Far-field r-wave oversensing resulting in inappropriate automatic mode switch and native conduction in both ventricles was noted. The patient was stable. Programming changes were discussed, but not performed.